Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had phrenic nerve stimulation from their newly implanted left ventricular (lv) lead. The lead was reprogrammed and still felt the stimulation. The lead was then revised and later explanted and replaced. The patient was a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.